Event description:
The customer reported that during preventive maintenance, the ventilator shut down. The customer reported to have replaced the breath delivery unit (bdu) printed circuit board (pcb). Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4). Covidien customer support engineer (cse) verified that the customer replaced the bdu pcb. The cse upgraded the software and the ventilator passed the test.